Event description:
As reported: "screw fell out and inner part was loose in the box".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction to d9/h3. Following a review on the photo provided, it was observed that the screw is missing and the pusher plate is no longer maintained. The investigation concluded that the root cause was attributed to a user related issue as there was an incorrect assembly of the screw after the cleaning and sterilization process. However, the bone graft occurs away from the patient. Therefore, the chances of the debris and or other parts of the device being left in the patient are negligible and almost impossible. Therefore, this record is deemed non-reportable.

Event description:
As reported: "screw fell out and inner part was loose in the box".